Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use on, the cs300 intra-aortic balloon pump (iabp) machine is not switching on. There was no patient involvement reported.

Manufacturer narrative:
Additional information: e1-event site( state: (B)(6) & postal code: (B)(6)). A getinge field service engineer (fse) checked the machine and found machine is not switching on then check the power supply voltage and found 5v,12v and 29 volt is coming from power supply further check the solenoid drive board and main board then it is found that the problem is in datasettes, then try the both datasettes and reconnect then check the machine. Machine is switching on. Machine is working now. All pnuematic tests are passed. Machine is handover to user in good working condition.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.